Manufacturer narrative:
Mw-469949 report was initially submitted on october 27, 2017 but the FDA site was down. Advised by FDA on november 06, 2017 to resubmit medwatch. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It was determined that this complaint (com-(B)(4) is a duplicate report of com-(B)(4). It was decided that the com-(B)(4) will be the document of record for this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 9828843. This lot indicates component 5787 which is part of the complete part as described in the complaint.. Manufacturing location: (B)(6). Date of manufacture: 19. Apr. 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spare reamer tube for hollow reamer broke intra operatively during an unknown procedure on (B)(6) 2017. Reportedly a portion of the device snapped off. Procedure completed successfully with no harm to the patient. It is unknown if there were any surgical delays or if fragments were generated from the broken device. There was no additional medical intervention required and no unanticipated x-rays taken due to the intraoperative event. There is no additional information available about the patient and reportedly, all available information has been submitted as the reporter was not present during the procedure. The broken device will be returned for investigation. This is report 1 of 1 for (B)(4).